Event description:
Customer reported a cine disk error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge pcb. System operates as intended.